Manufacturer narrative:
A field service engineer has been dispatched onsite to investigate the issue. Fse replaced the video processor (vp) due to error 31243. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The vp was analyzed, and the reported failure was replicated and confirmed. The unit was installed into the test system and running video test, 1 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. During the boot test technician replicated the reported failure.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the system encountered an error while they were installing the endoscope in the endoscope controller (ec). The system error 31243 was present indicating a video processor (vp) communication failure. Technical service engineer (tse) guided through a hard power cycle and reseated all blue fiber cables on the back of the core and checked all circuit breaker and power connections ensure they were secured. The system powered back on, and error persisted. It was noted that the led from the vp to the core grey fiber cable was red, and no led was present on the front of the vp. Therefore, the tse had the site to move the grey fiber cable to another available fiber connector on the back of the core, but the issue remained. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open because system issue. There was no injury to the patient other than increase in incision and longer recovery due to the conversion. The troubleshooting with the tse did not resolve the issue. The system was inspected prior to use and functioned with no issues providing good visualization. The visualization was lost mid-procedure. The patient has been discharged with no complications.